Manufacturer narrative:
(B)(4).

Event description:
It was reported that a stylet was used in the intubation of a (B)(6) year old male patient. When attempting to remove the stylet, the clinical staff noted that there was some resistance encountered. When the stylet was finally removed, a 13cm section of the outer sheath of the stylet remained inside the endotracheal tube (ett). Consequently, the ett had to be removed and the patient was re-intubated. The area around where the separation had taken place. The sections at the point of separation are illustrated in images 2 and 3. The three additional magnified images below depict a number of the observed anomalies. We believe these artifacts are fractures or defects within the plastic sheath that visually obscure and/or distort the view of the inner metal core of the stylet. We further believe that these areas are predisposed to separation when subject to normal stresses associated with the application. A sample of both the et tube and stylet were examined for comparison purposes. Accordingly, the examination of the sample stylet showed no evidence consistent with our observations of artifacts on the suspect stylet. We also explored the possibility that these anomalies may have formed as the result of fatigue stress. However, subjecting the sample stylet numerous cycles (bending) and to extreme angles did not create any artifacts consistent with our observations on the failed stylet. We would note that the cycling both in number and degree were well beyond that which would be encountered in the clinical setting. Accordingly, we do not believe the problem is associated with any application or use factors but rather a problem or problems induced at some point during the manufacturing process. Unfortunately, the lot number of the failed stylet was not recovered. Regardless, the lot number for the sample stylus is 15c0931jzx. The lot number of the et tube involved is 13j0013jzx. No patient injury. The device will be returned for investigation.